Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose level. The customer¿s blood glucose level was 486 mg/dl. The customer was treated with shot and the pump to bolus. Customer declined to troubleshoot of the pump at this time and stated that never gets no delivery alarms. The insulin pump will not be returned for analysis.